Event description:
The pt had progressive increased neuropathy/pain in her lower extremities that was affecting her ability to walk. The pt's managing physician thought it was related to herpatic pain. The reporting physician was requesting info to rule out an inflammatory mass. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.